Event description:
It was reported while using bd vacutainer® blood transfer device, no blood flow was seen when dispensing. This occurred with one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-jul-2025 investigation summary bd received 1 used sample for investigation. The contaminated customer returned sample was visually evaluated but no defect could be observed. Additionally, 12 retention samples were evaluated by visual and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® blood transfer device, no blood flow was seen when dispensing. This occurred with one device. No adverse impact was reported regarding the patient or user.